Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote support specialist agents would not allow the application to launch correctly. A technical support specialist rebooted the device, tried to uninstall the remote support specialist and reinstalled it to allow the application to auto launch. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis anesthesia es system, the application was not launched, preventing users from removing medications. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.